Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.